Event description:
Information received indicates the head and knee functions are not working.

Manufacturer narrative:
The technician removed, cleaned, and replaced the head and knee valves to repair the bed.